Event description:
A patient reported blood glucose results of "108 and 141 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Lifescan is replacing patients meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.